Event description:
An expansionhead screw with locking screw still in it backed out of the plate. Plate was implanted on an unk date in 2002 for an acdf of c5-c6. Pt presented with difficulty swallowing (pt is 2-3 weeks post-partum). Radiologist noted the screw that backed out was a lower place screw and was in the disk space.